Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿health has deteriorated," ¿severe immune damage and caused a great deal of emotional, psychological, and physical pain." Healthcare professional later reported left side capsular contracture, baker grade IV. The device remains implanted.

Event description:
Patient later expressed concern regarding if "bia-alcl was detected" and reported inflammation, "arm hand pain," "body pain," ¿critical life altering changes to health," "getting sicker,¿ ¿life changing disabilities,¿ and ¿brain fog.¿ the device has been explanted.